Event description:
The customer reportedly obtained a 516mg/dl and 97mg/dl on the accu-chek compact plus system within a ten minute timeframe. The customer felt slightly sweaty. She felt that her blood glucose was high but not as high as 516mg/dl. The customer took 8mg of "gliperide". She felt better within one hour following treatment. No adverse event reported. The customer did not have her meter or strips with her during the call to the accu-chek call agent. The customer did not provide strip information. A request was made for the return of the suspected product; replacement was sent.